Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts were compressed. Analysis also found the upper case, lower case, one bail cover, and ring cover were broken and contaminated. One bail, serial number label, battery drawer o-ring, and lcd (liquid crystal display) screw were missing. Lead flex cover, main seal, battery release, and battery drawer were contaminated. The ring was bent and the keyboard was scratched. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.